Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "package was opened for use, no implant was in the box. Outer plastic wrap was sealed."